Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced low blood glucose. Customer believes he was coming in and out of consciousness, he doesn't totally remember. Customer stated he got to much insulin but does not remember how it happened but it was because he did something wrong while changing the set. Blood glucose value at the time of admission is unknown. Customer also reported he received multiple no delivery alarms during bolus delivery the day prior to the call. Customer changed the reservoir and alarm is recurring. Blood glucose was around 200 mg/dl; current value is 322 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer was unable to remove the infusion set to examine the cannula. Nothing further reported.